Event description:
On july 19, 2006 the lay reporter contacted lifescan (lfs) on behalf of the lay patient alleging that the patient's one touch basic enhanced meter displayed the not ok message. The medical affairs specialist (mas) sent a letter to the patient because the patient could not be reached at the phone number provided. The following information was provided during the initial call to lfs: information was not provided as to how long the patient had expeirenced the not ok message issue with the reported meter. The patient had a headache at the time of concern. She saw a health care professional on july 18, 2006 at 10:00 am. A result of 255 mg/dl was obtained on the health care professional's meter. The patient received treatment with insulin; the insulin type and dose were not provided. No information regarding the patient's usual diabetes treatment regimen was provided. The customer care advocate (cca) confirmed that the not ok message appeared when the meter was powered on. The cca walked the patient through cleaning the meter. The not ok issue was not resolved. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a blood glucose test result with the lfs product when she began to feel symptoms that could suggest abnormal blood glucose level. An elevated blood glucose reading was obtained on a health care professional's meter and the patient was treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Device ID for the d4, "other #" field is: 1-av-1038